Event description:
Grasper place down trocar and when tip was visualized it was noted the instrument was not working properly. Upon inspection, it was observed that a tiny screw was missing. It is not known if the screw was missing before or after use. Cavity irrigated and contents strained.